Event description:
In 1998, I had all my teeth removed. While using denture cream over the years, I have noticed the weakness in my legs and bleeding heavily from vagina. I went to emergency in the year 2006 for a blood transfusion and the results showed I have anemia. Dose or amount: denture cream; frequency: twice daily; route: oral. Dates of use: superpoligrip appx 21 years, fixodent appx 8 years. Event abated after use stopped or dose reduced? No.